Event description:
According to limited details reported to the distributor and company representative, a pt of unknown age and medical history underwent a unspecified surgical procedure (date is unknown). The surgeon reportedly used bloglue surgical adhesive during this procedure (not an approved indication in the united states). However, the method of use and volume of bioglue used in the procedure has not been determined. The pt reportedly developed an epidural abscess and required reoperation. The surgeon has indicated that the bioglue had not resorbed as quickly as anticipated and was contributing to a sterile discharge or persistent infection. This report represents the second of two similar event reports.